Event description:
See h.10

Event description:
The home pt called the baxter product surveillance number in july 2005 to report that hp had developed peritonitis. The home pt also had a 3 pronged cassette with a hole in dwell 1 of 5. The home pt went to the emergency room with symptoms of vomiting, fever and pain on 7-1-05 and was released without treatment. The home pt presented to the clinic on 7-05. An effluent sample was taken. The effluent was cloudy. The home pt was treated for peritonitis with one 2 mg dose of vancomycin and 1 gm per day of fortaz for fourteen days. As of six days later the home pt was responding to the antibiotic therapy. Repeat lab work is scheduled to be performed 14 days after the start of the antibiotic therapy. The home pt discarded the 3-pronged cassette sample; therefore it is not available for evaluation.